Event description:
User facility number 490063-2012-0003 reported metal on metal reaction to hip implant requiring revision of left total hip arthroplasty. Patient c/o clicking and discomfort in left hip. Patient to have highly elevated metal ions. Doi: (B)(6) 2001; dor: (b)(64) 2012 (left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.